Event description:
The complainant reported that the clincians were attempting to place a port vaxcel in a female patient (age unknown) during a therapeutic patient procedure performed in 2006. The clinician reported that as the peel away sheath was being peeled, it separated 3/4 of the way down, and then tore as it was being pulled down the plastic portion of the device. The clinicians then successfully and easily removed the device, without further complications. The complainant was unable to report if the break occured at the tab or wing. But did indicate that the break did not occur at the handle. The clinicians obtained a second device and successfully implanted the device in the left subclavian chest area of the patient. The complainant reported that there was no adverse affect on the patient as result of the reported problem.